Event description:
Per the clinic, the patient experienced soft tissue breakdown, exposing the receiver/stimulator. The patient also experienced skin necrosis which was treated with oral and topical antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2022. Reimplantation is planned but has not taken place as of the date of this report.

Event description:
Per the clinic, the patient experienced wound dehiscence (specific date not reported).